Event description:
It was reported that externalized conductors were noted on the x-ray. P-wave oversensing and unstable sensing amplitude measurements were observed. Lead impedance measurements were normal. Lead intervention will be discussed. The patient current medical condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.